Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The controller board was replaced. The system was then tested and met all product specs. The controller board has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The facility biomedical engineer reported, a system message displayed and the handpiece did not pass tune. The staff switched out the handpiece and completed the case. No pt injury was reported.